Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that they rolled over their insulin pump in their sleep and accidentally delivered a 13-unit bolus. The patient's blood glucose dropped to 39 mg/dl and they treated by eating a large amount of carbohydrates. The customer's button sequence went as follows: bolus, act, dn, act, act, act, act. Troubleshooting did not occur at this time. No products were returned or replaced.